Event description:
Patient was implanted with plates and screws on (B)(6) 2012 for a mandible fracture. Patient presented to surgeon on unknown date with an infection. Patient had hardware explanted on (B)(6) 2013, 2 plates, 6 screws and was revised to mandible x-fix hardware. Surgeon noted: patient was non-compliant as far as care. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient ID: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.